Manufacturer narrative:
The device was received not deployed. The data showed that the first priming sequence ended at pulse 32 and deactivation occurred at pulse 44. A rotational sensor error was observed in the download data. The device was reset, connected to a pdm and programmed to deliver a 5-unit bolus. The device reported an 0x5c and a rotational sensor error was present in the reset data. The device deployed during the reset run. Under magnification, contamination was found on the commutator cap. Based on the data and visual inspection of the commutator cap, it was determined that this contaminant contributed to a rotational sensor malfunction which caused the device not to deploy.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that the needle/cannula did not deploy as intended during activation.